Event description:
It was reported that the programmer would not start up. The programmer was to be sent back for repair. No patient involvement or complications were reported as a result of this event. It was further reported that the repair department confirmed that the programmer would not turn on and it was determined that it was due to the power supply, which was replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and it was confirmed that the device could not be turned on which was determined to be due to a defective power supply, which was replaced, that the left keyboard hinge was broken and that the printer was almost out of paper.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary (B)(4): the device was returned and it was confirmed that the device could not be turned on which was determined to be due to a defective power supply, which was replaced, that the left keyboard hinge was broken and that the printer was almost out of paper.